Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, local reaction. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant prosthesis and experienced right-sided rupture, local reaction, and surgical intervention postoperatively. Ultrasound performed on unspecified date indicated rupture. Aspiration was performed to drain fluid from her right breast. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information.

Manufacturer narrative:
On apr 28 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jan-2022, it was found that incorrect explantation date was mentioned in b.5. And h.10. On the initial report. Manufacturer's reference number: (B)(4) it was noted on the initial report that the explantation date was (B)(6) 2021. However, the actual explantation date is (B)(6) 2022. Section d 6b. Date of explantation: (B)(6) 2022.